Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the device alerting and went to the emergency room (ER). An interrogation shows high out of range spiking impedance on the right ventricular (rv) lead. The lead was suspect of a fracture. The lead was reprogrammed. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.